Event description:
Procedure type: vats. Patient gender: unknown. According to the reporter: the device was fired onto redundant pulmonary artery. After firing the second clip, the device locked on tissue. The surgeon used a new instrument of different kind to clip and remove the device and to finish the case. A 300cc blood loss was reported. Once the device was removed it was noticed that the clips had crossed.

Manufacturer narrative:
Initial report sent: 12/19/2008.